Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that the impedances were high and >10000 ohms. The cause of the high impedances was not determined as the patient could not think of anything that might've caused it. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having inconsistent stimulation and inconsistent pain control as a result. It was reported that electrodes 8, 9, 10, and 11 were not within normal limits. Reprogramming was performed using electrodes 12, 13, 14, and 15. The patient stated that the stimulation was consistent, and they had good pain control. The issue was resolved and no further complications are anticipated.